Event description:
Reporter alleged obtaining discrepant blood glucose results of 408 mg/dl, 276 mg/dl and 147 mg/dl within 10 minutes when testing was performed on the advantage system. Customer was feeling high blood sugar symptoms. No report of any action based on glucose values. No adverse event reported. A request was made for the return of the suspect product and replacement product was sent.